Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self testing.

Event description:
Report received that, during patient use, the ventilator alarmed for oxygen lower than set value. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.